Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump would not power on. She also reported there was moisture in the pump, leaking out from under the keypad when buttons were pressed. The keypad was torn and peeling. The pump was exposed to water in a swimming pool, and afterwards, would not power on. There was no damage seen to the battery cap or battery compartment. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was able to power up pump, but none of the buttons were functional. Testing confirmed moisture in the pump, and the damaged keypad . The buttons and vibratory motor were not functional. Unable to conduct rewind and 24 hour test due to non-functional buttons. Leak test failed due to torn keypad. There were no cracks and no corrosion in the battery compartment. The battery cap was intact and within specifications. Removed pump from case and corrosion was noted on the battery connection to power circuit, force sensor and vibrator motor connection, and keypad flex cable connector.